Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and users were trying multiple times to login. A field service engineer reseated all connections and verified that the wiring voltages and system settings were within specifications. The customer tested the system and reported no issues, was able to access the password-protected hardware test application (hta) to perform additional testing, which completed successfully without errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fingerprints spoof multiple times before login. There were no adverse events or injuries reported based on this event.